Event description:
Related manufacturer report number 3006705815-2022-01384. Related manufacturer report number 3006705815-2022-01386. It was reported that the system was explanted due to the system being malfunctional. Additional information was not provided regarding the issue. The device system was explanted. No additional information was provided.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The reported event for scs malfunction was not confirmed. Both leads were received incomplete with only the terminal end lead segments (39.5cm and 39.75cm) being returned. Microscopic inspection of the lead segments did not identify any fractures. The leads were cut due to the explant procedure. Full functional test could not be performed due to being incomplete.